Manufacturer narrative:
The device was received for evaluation. During visual inspection of the actual sample, the product was observed to be wet. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to manufacturing in which non optimal welding parameters resulted in a sub optimal welding seam. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned polyflux 140h, an external fluid leak was observed. No additional information is available.